Event description:
It was reported that guidewire entrapment occurred. A jetstream? Xc was selected for use along with a non-boston scientific guidewire. The 99% stenosed target lesion was located in the superficial femoral artery (sfa) and was severely calcified with mild tortuosity. Retraction with rex mode was performed after completing the lesion ablation. After confirming that the ablation was completed, it was attempted to remove the jetstream, however, the jetstream became stuck with the combined non-boston scientific guidewire. As the jetstream could not be removed alone, both the jetstream and guidewire were removed as one unit. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
Device analysis: the returned device is a jetstream atherectomy catheter with a 0.014" filter guidewire stuck inside. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed the device was stuck on a guidewire.

Event description:
It was reported that guidewire entrapment occurred. A jetstream? Xc was selected for use along with a non-boston scientific guidewire. The 99% stenosed target lesion was located in the superficial femoral artery (sfa) and was severely calcified with mild tortuosity. Retraction with rex mode was performed after completing the lesion ablation. After confirming that the ablation was completed, it was attempted to remove the jetstream, however, the jetstream became stuck with the combined non-boston scientific guidewire. As the jetstream could not be removed alone, both the jetstream and guidewire were removed as one unit. The procedure was completed, and there were no patient complications as a result of this event.